Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) displayed a monitoring voltage of 3.15v. The device was never interrogated before with the wand or rf. A boston scientific technical services consultant discussed checking it again in 48 hours and returning it if the voltage was still low. The device was tested again and produced a monitoring voltage of 3.14 votls after another capacitor reformation. The device will be returned. ,